Event description:
Complainant alleged that while attempting to treat a (b)() male patient, the device displayed a "check pads" message and no ECG signal was obtained. The electrode pads were replaced twice with the same results. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.